Manufacturer narrative:
The user facility stated that liquid remained on instruments following a sterilization cycle. The instruments were reprocessed before use. A steris service technician inspected the sterilizer and found it to be operating properly. No issues were noted and the sterilizer was returned to service. The technician stated that the reported event is attributed to user facility personnel not properly drying instruments before placement in the instrument packs for a sterilization cycle. The operator manual states (pp. 1-2), "failure to thoroughly clean, rinse and dry articles to be sterilized could result in an ineffective sterilization cycle." The employee was not wearing proper ppe, specifically gloves, during the time of the reported event. The operator manual states (pp. 6-14), "steris recommends (in accordance with (B)(4)) wearing chemical-resistant gloves when using the sterilization unit." The steris service technician advised user facility personnel the importance of wearing proper ppe and thoroughly drying instruments before a sterilization cycle.

Event description:
The user facility reported that an employee received a burn after removing instrument packs from their v-pro max sterilizer. The employee sought medical treatment. No procedural delays or cancellations were reported.